Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Lbg customer reported via phone call that they experienced a low blood glucose level of 46 mg/dl. The customer reported earlier today the blood glucose level was low. The customer reports treating the low glucose level with glucose tablets. The current blood glucose level was 127 mg/dl. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.